Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: the device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified de novo lesion in the coronary artery. A hi-torque turntrac guide wire was advanced to support a side branch; however, resistance with the anatomy was felt and the guide wire separated. The separated wire portion was removed with a snare device. The procedure was successfully completed with balloon angioplasty and the patient is fine. There was no clinically significant delay in the procedure. No additional information was provided.